Manufacturer narrative:
Information references the main component and other applicable components are: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
The healthcare provider (hcp) reported that the patient experienced a return of symptoms, including nausea and vomiting. It was further stated that the impedances of the device were out of range, giving values of c <(>&<)>3 15166, 2<(>&<)>3 14949, and c<(>&<)>2 401 ohms. There are no interventions planned yet. Indication for implant is gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.